Manufacturer narrative:
Concomitant medical product: product ID: 8731, lot# b002710n28, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dication for use was non-malignant pain. The pump was implanted after the ubd (use before date). No patient symptoms or interventions reported.